Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 20-nov-2020. This spontaneous case was reported by a consumer and describes the occurrence of fatigue ('fatigue') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced fatigue (seriousness criterion medically significant), insomnia ("insomnia"), muscle spasms ("muscle cramps"), dyspepsia ("digestion problems that have worsened over the last few months") and gastrointestinal motility disorder ("alternation between diarrhoea and constipation"). Essure treatment was not changed. At the time of the report, the fatigue, insomnia, muscle spasms, dyspepsia and gastrointestinal motility disorder outcome was unknown. The reporter considered dyspepsia, fatigue, gastrointestinal motility disorder, insomnia and muscle spasms to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 20-nov-2020. The most recent information was received on 26-nov-2020. This spontaneous case was reported by a consumer and describes the occurrence of fatigue ('fatigue') in a 47-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced fatigue (seriousness criterion medically significant), insomnia ("insomnia"), muscle spasms ("muscle cramps"), dyspepsia ("digestion problems that have worsened over the last few months") and gastrointestinal motility disorder ("alternation between diarrhoea and constipation"). Essure treatment was not changed. At the time of the report, the fatigue, insomnia, muscle spasms, dyspepsia and gastrointestinal motility disorder outcome was unknown. The reporter considered dyspepsia, fatigue, gastrointestinal motility disorder, insomnia and muscle spasms to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.